Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer indicating that the v60 ventilator shutdown. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported patient or user harm. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their fan had turned off. An onsite quote was sent to the customer but later expired due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.